Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and genital haemorrhage ("irregular and heavy bleeding") in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendicitis and hernia. Concurrent conditions included morbid obesity. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and the first episode of weight increased ("weight gain"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), the second episode of weight increased ("weight gain"), abdominal pain ("abdominal pain") and uterine pain ("uterine pain"). The patient was treated with surgery (pelvic surgery on (B)(6) 2016), surgery (ablation/total abdominal hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the genital haemorrhage, migraine, headache, abdominal pain and uterine pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine pain, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.5 kg/sqm. In 2005 essure confirmation test done which showed full tubal occlusion. Most recent follow-up information incorporated above includes: on 27-mar-2018: pfs and medical record received:the event abnormal vaginal bleeding, menorrhagia, migraines, headaches, weight gain, abdominal pain, uterine pain added,concurrent condition,medical history,reporters,events outcome added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("irregular and heavy bleeding") in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and weight increased ("weight gain"). The patient was treated with surgery (pelvic surgery on (B)(6) 2016). At the time of the report, the pelvic pain, genital haemorrhage and weight increased outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and weight increased to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.